Event description:
It was reported that during a gynecologic procedure while patient was under anesthesia, the monopolar curved shears (mcs) was not recognized by sterile interface module (sim). The start-up-specialist (sus) tried to reboot the system. After rebooting the system, that arm cart assembly (aca 3) had a startup failure and an error message stating "sterile interface module not connected or non-functional. Arm sterile barrier may be open". Later, aca 3 experienced a non-recoverable error and a lot of idu errors rapidly, causing a software glitch where the mcs error counters become mismatched. Another 2 aca's also can not be operated, and the surgery was converted to laparoscopy to continue the procedure. Later, the mcs, instrument drive unit and sim were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that preliminary review of the logs found an error code ¿error handler: excessive sc (system controller) or system reset count fault¿. The instrument drive unit (idu) was replaced to resolve the issue. Evaluation of the device data indicates that the system detected sterile interface module (sim) sn: c25amk0163 as disconnected and connected back within five seconds resulting in an error code ¿docked without sim error¿. This could be due to the sim being removed and reinserted or there was a hardware issue with the sim which made it lose connection temporarily. Logs show that the aca had an error due to the idu having an issue. Error codes ¿idu current marked as invalid¿, ¿idu theta marked as invalid¿, ¿idu hall position marked as invalid¿, ¿idu torque sensor marked as invalid¿), and ¿idu latency marked as invalid¿ were observed. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the instrument drive unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during gynecologic procedure, while patient was under anesthesia, monopolar curved shears(mcs) was not recognized by sterile interface module(sim). Start-up-specialist(sus) tried to reboot the system. After rebooting the system, that arm cart assembly (aca) had startup failure and an error message stating "sterile interface module not connected or non-funtional. Arm sterile barrier may be open". Later aca3 experienced, a non-recoverable error occurred and a lot of idu errors rapidly, causing a software glitch where the mcs error counters become mismatched. And then the surgery was converted to laparoscopy to continue the procedure. Later, mcs, idu and sim were replaced to resolve the issue. There was no patient injury.